Event description:
The customer tested his blood glucose and received a contour reading of 186 mg/dl. He retested using another meter and received a reading of 88 mg/dl. On another occasion, the contour read 211 mg/dl, while the other meter read 108 mg/dl. The differences between both sets of readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While troubleshooting, the customer performed control tests and received a result of 494 mg/dl. The normal control range was 103-142 mg/dl. The customer was advised to return his test strips and meter for evaluation. Replacement products were sent to the customer.